Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. The customer had not completed the cartridge air removal step, so technical support educated them on this process. The customer then agreed to load a new cartridge, and technical support guided them through the filling and loading procedure.